Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken, and it was not possible to lock cables in to the device. It was also reported that the strap was broken. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the connector assemblies were confirmed to be broken. Display wire was found to be pinched, with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.